Manufacturer narrative:
(B)(4).

Event description:
"The cvc had been set up at 5/22 by ICU. During withdraw blood at 6/2, the luer-lock connection (brown head) separated with extension line"

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"The cvc had been set up at 5/22 by ICU. During withdraw blood at 6/2, the luer-lock connection (brown head) separated with extension line"

Event description:
"The cvc had been set up at (B)(6) by ICU. During withdraw blood at 6/2, the luer-lock connection (brown head) separated with extension line"

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc and a lidstock for analysis. The catheter contained obvious signs of use in the form of biological material. Visual analysis revealed a small hole on the distal extension line at the juncture of the luer hub and the extrusion. The outer diameter of the distal extension line measured 2.20mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A lab inventory syringe filled with water was used to inject each of the extension lines. Water was observed while injecting the distal extension line. No leaks or blockages were observed on any of the other extension lines. A manual tug test confirmed all three luers were fully secured to their extension lines. A device history record review was performed with no relevant findings identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. " the customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal lumen contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.